Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred requiring a pericardiocentesis. During ablation, the patient became hypotensive, and an echocardiogram showed the pericardial effusion at the posterior wall. A pericardiocentesis was then performed which stabilized the patient. The patient was then transferred the intensive care unit. The physician does not allege that the pericardial effusion as due to an abbott device, but it is unconfirmed what caused the pericardial effusion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.